Manufacturer narrative:
.

Event description:
The article lists info suggesting a male pt being treated for spasticity with an implantable infusion pump experienced a pump related infection 15 days post pump implant. The pt presented with crying and fever along with drainage, swelling, warming at pump surgery site. Add'l findings during device explant surgery included dehiscence and pocket hemotoma. No add'l info concerning pt symptoms and outcome were provided. Journal reference: wunderlich, c. Et al. "Gram-negative meningitis and infections in individuals treated with intrathecal baclofen for spasticity: a retrospective study." Developmental medicine & child neurology. 2006; 48: 450-455.